Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was under-infusing during infusion. The programmed piperacillin-tazobactam infusion was set for 200ml/hour; however, it was observed that the drops were exiting the chamber at a very slow pace. The volume to be infused (vtbi) read 67.3 ml when there was 80ml left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: date received by MFR ¿ baxter product surveillance identified the correct aware date to be 25 feb 2025 (previously reported as 03/03/2025). Additional information was added to h6. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.